Event description:
It was reported that an ilet device with serial number (B)(6) had a broken, nonresponsive screen, confirmed via photo, and a replacement was arranged. Symptoms included hyperglycemia with a peak of 190 mg/dl. Outcomes included no impact reported beyond the need for device replacement. Investigation included agent assessment of the submitted image and verification of device functionality via user report. Investigation of this case revealed a damaged display consistent with screen breakage, leading to loss of user interface responsiveness and necessitating replacement; no additional device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.